Manufacturer narrative:
(B)(4).

Event description:
The device is failing it's self test with the "remove & reinsert battery prompt." There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.